Event description:
It was reported in 2008, a woman had a nail implanted. On x-ray the nail and locking screw were found to be broken. The broken nail was retrieved but part of the locking screw could not be removed.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be reported on a supplemental report.